Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with a broken tamper seal on the plunger. The top right corner of the top case was chipped, and the right plunger case was cracked. The bottom case main screw post was also broken. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "check syringe plunger sensor" message. To further investigate, a power up test was performed. Customer's reported problem was replicated. The plunger head was pressed against the pump during power up test, causing the plunger flippers to rest on the ear clip. The left plunger case was replaced, and then the pump passed all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure / plunger sensor. No adverse effects were reported.